Event description:
Pt contacted dexcom technical support on (B)(6) 2011 to report that he had stopped using cgm almost six months ago due to an allergy to the sensor rather than the adhesive. While pt was still wearing cgm he had consulted with his endocrinologist but was not prescribed any treatment. Pt reports that he has a pre-existing allergy to latex. During his call to dexcom technical support pt reports he was feeling fine but was not using cgm.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.